Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknowns side possible rupture. Device remains implanted. Record is for the left side.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional later reported contra-lateral side was affected with rupture. There are no reportable events for the left side.